Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. G2: the country of the event is de medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted with their third primary cell neurostimulator and there were problems and they had issues with the patient programmer. The patient reported that the setting of the electrodes changed constantly by itself. They had pain accordingly, "although it was set that way to avoid this pain". The patient noted that the healthcare provider (hcp) was of the opinion that this was not due to the device. The patient reported that the input device no longer turns on. The patient asked if they would get a new one. The manufacturer representative (rep) reported that the patient had a defective handset for his ins and needed a new one. There had been problems with it for a long time, which they could not clarify even over the phone. The handset would not connect to the ins despite having normal stimulation. The handset has been checked both at the hospital a nd over the phone by the sales rep, but troubleshooting has not been successful. A replacement handset kit was sent to the patient. The patient has been notified that they should call back if replacement of their product does not resolve the issue. Additional information was received. It was clarified that their report that settings changed constantly by themselves and that they "had pain accordingly, although it was set that way to avoid this pain" meant that the patient described changes of stimulation and pain perception during normal use/everyday activities. It is unclear if adaptivestim was programmed or meant by the patient.